Event description:
It was reported that a cartridge alarm 30 occurred during the load sequence with multiple cartridges. Customer's blood glucose was 178 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.